Manufacturer narrative:
The pump is not expected to be returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that they were hospitalized on (B)(6) 2014 with severe hyperglycemia and symptoms of nausea and extreme drowsiness. The reporter stated that their blood glucose (bg) levels had been elevated to 1100 mg/dl at the time of the event. While hospitalized the patient was reportedly treated with IV fluids for their elevated bg levels. The reporter noted that the patient was unable to recall the events leading up to the hyperglycemic event. The reporter stated that the patient might have changed their site prior to the event, but was uncertain. It was reported that the patient's healthcare provider advised the patient to remain off of the pump until they could be retrained. Use error could not be ruled out in regards to this complaint. This complaint is being reported because the patient experienced a severe hyperglycemic event of an unknown cause while on pump therapy.